Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
When a secondary medication of acyclovir was connected to the primary tubing, the secondary infused rapidly and back flowed into the primary. There was no pt harm and no medical intervention was required. Customer stated that no further event or pt info is available.